Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient underwent an unrelated surgery and placed their ipg into surgery mode for the procedure. After the surgery, the ipg was unable to communicate with external devices. Surgical intervention may be pending to address this situation.